Manufacturer narrative:
08/06/1999. Supplemental #2 sent to FDA. Device not available for evaluation.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.